Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: "we were administering flu shots. They were single dose syringes so we popped on these needles. When we would try to expel some air out of the syringe before administering the vaccine, there was resistance and often we could not push strongly enough to overcome this resistance. In those cases, we disposed of the needle and obtained a new one.

Manufacturer narrative:
Follow up MDR for device evaluation. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, there is a misaligned issue and position sensor on the lumen head at the incorrect location. Corrective and preventative action was opened to investigate needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate the leakage at luer incident, therefore a root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.